Manufacturer narrative:
The product involved in the report has been returned and is being processed for evaluation. A review of the device history record and UDI number are in-progress. All information reasonably known as of 01-jul-2025 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury.

Event description:
Fill volume: unknown flow rate: unknown procedure: status post total knee replacement cathplace: abductor canal. It was reported, facility experienced fast flow with elastomeric pump, the pump emptied in less than 24-hours. The physician is not aware of how much fluid was placed in the pump before starting the infusion. There was no reported patient injury. The patient had no complaints of pain; after evaluation from anesthesia, the physician placed a different pump.

Manufacturer narrative:
The device history record for the reported lot number, 30285787, in this complaint was reviewed and the material was produced according to the manufacturing procedures and met the quality requirements. The pump was received empty with clamp present and open. Fill port cap was attached and there was no cap on the distal luer. There was no visible crystallization or discoloration on the filter observed. Ther sample device was tested for flow accuracy and pressure pot and results showed no out of specification data. The reported incident of fast flow was not observed. Root cause could not be determined. All information reasonably known as of 14-aug-2025 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury.